Manufacturer narrative:
The damaged lens was returned to b+l and subjected to visual inspection. Results revealed both haptics bent not meeting current standard specifications. Functional testing could not be performed due to the damage. The cause of the damage could not be determined. The condition of the lens is consistent with lenses that were removed from the eye. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the surgeon noted a trailing haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. A second li61aor intraocular lens was successfully implanted, and the incision wound was sutured.